Event description:
It was reported that a connection error occurred. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and failed due to zero voltage. A review of the share log was performed and the allegation was confirmed. The probable cause was determined to be signal loss due to the transmitter and app were unable to establish a connection. The reported event of a connection error is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.